Manufacturer narrative:
(B)(4). Multiple attempts have been done to obtain information without success. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to instability approximately 19 years post implantation. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Radiograph assessment identified the left knee arthroplasty components to be anatomically aligned. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.